Event description:
Updated summary: customer reported 2 separate sensor glucose versus blood glucose incidents from using the same sensor (customer never changed the sensor). Current case is for the march 24, 2025 incident with sensor glucose of 160mg/dl versus blood glucose of 34mg/dl. Low was treated with baqsimi glucagon nasal spray. Please see event included under regulatory report 2032227-2025-159137 for the other sensor glucose versus blood glucose incident, which was on (B)(6) 2025. Customer said that the low blood glucose was due to his treating the sensor glucose of 160mg/dl without confirming the accuracy of the sensor glucose value by a fingerstick. Customer said he had manually bolused for the sensor glucose value. Per regulatory report 2032227-2025-159137, customer takes a medication that would falsely raise sensor glucose value. Customer declined troubleshooting for the low. Partial troubleshooting was done for the sensor issue. Pump was used within 48 hours of the low. Per carelink, smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 160 mg/dl, and the blood glucose value was 34 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 126 mg/dl. The customer experienced hypoglycemia and was treated with glucagon. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, and mmt-7040a. Troubleshooting was not performed. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.